Event description:
User facility voluntary medwatch rec'd that stated: "nurse unhooked med from blue clave. When re-accessed 2 min later, blood and backed up into tubing and onto floor from the clave. Tubing clamped and IV stopped. A new bag and new tubing was hung. All evidence points to clave being stuck in the open position." Upon further query the following info was provided that indicated blood loss. After an unspecified length of time in use and an unspecified number of times that the clave port was accessed, the pt rec'd an unspecified medication through the clave port via an unspecified luer lock syringe. Two minutes after the medication delivery, the nurse returned to the pt and noted blood in the tubing and on the floor. The amount of blood loss was unspecified. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.